Event description:
During the follow-up of (B)(6), 2015, it was observed that many v bursts episodes were stored due to ventricular oversensing. Also, artifacts were observed in the atrial channel that reportedly match with mv signal injection frequency. No atrial lead is connected to the device.